Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: when placing a 22 g IV in patient left basillic need was unable to retract causing the catheter to remove. Patient did not experience pain during the removal. Need was discarded as the needle was unable to retract safely. Lot number 4310287 bd insyte autogaurd winged. Wrapper given to manager. Describe patient /(hcp) / user impact none.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381523 and lot number 4310287. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.